Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: left sided transforaminal lumbar interbody fusion, l5-s1, right sided transpedicular exposure for neural decompression, l5-s1, placement of interbody device at l5-s1, posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1, posterior spinal fusion, l5-s1, harvest of local bone autograft; for pre-op diagnosis of: l5-s1 isthmic spondylolisthesis, l5-s1 stenosis, lumbar radiculopathy, intractable low back and lower extremity pain. Per-op notes: "upon completion of discectomy, sizing of device was selected. Local autologous bone was packed and anteriorly in the disc space, along with a pledget of bmp. The 12 x 32mm device was itself inserted, which had been filled with bmp, along with some more local bone autograft. The bmp was used in interbody space." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.